Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy procedure, the device locked on tissue and would not release on an unknown firing. The surgeon was able to manually force the handles open to get it off the tissue with no damage. Another device was used to complete the procedure. There was no adverse consequence to the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2010. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended, but the orange indicator was visible at 11th firing sequence thus, it over traveled. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.